Manufacturer narrative:
The company representative was unable to duplicate the reported problem. He observed moisture in the shuttle transducer mount, which could cause the transducer to drift and display a "maintenance code #3 (balloon transducer offset failure). The company representative cleaned and dried the shuttle transducer and mount. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, they received a "maintenance code #3 (balloon transducer offset failure)" message. Iabp alarmed "leak in iab circuit" and "autofill failure". The patient was switched to another iabp and therapy was continued. No patient injury was reported.